Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity. It was reported by the hcp, who was the emergency room (ER) physician, that the patient arrived at the ER with a fever and confused and was currently intubated. The hcp stated that he was not very spastic but suspect patient might be having baclofen withdrawal. The hcp stated that the patient was seen in clinic on tuesday and they increased his dose. The hcp stated that the patient had gone back to the clinic on thursday due to headache, itching, abdominal spasms, and they decreased the dose back to the original. The hcp would let the pump be interrogated to confirm no programming errors had been made.